Event description:
It was reported that a malfunction occurred on the customer's pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to lack of equipment but later called back to continue troubleshooting. Tandem technical support provided pump reset information and assisted in resetting the device, resolving the malfunction as the code did not reappear. The customer was informed to call back if the malfunction recurred and acknowledged the instructions.